Event description:
The reporter called and alleged discrepant results on the device when compared to the lab with four patients. The reported device result/lab inrs reported were 6.8/3.8, 4.3/2.8, 8.0/4.5, 5.8/3.9, 5.8/3.6 and 4.7/3.2. The tests were performed in 2006. The patient's medication was held one day and a repeat test was performed. The device was replaced and requested to be returned for evaluation.